Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Valve was implanted too high which resulted in a moderate paravalvular leak (pvl). A second 23mm sapien 3 ultra was implanted lower with zero pvl after. It is unknown on what caused the valve to slip up.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Valve was implanted too high. This resulted in a moderate pvl.'' Malpositioned: per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Paravalvular leak: due to the malpositioned thv, wherein the valve was deployed too high, it is likely that the pvl skirt was unable to properly seal against the annulus, leading to paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint paravalvular leak. Due to insufficient information, a definitive root cause of the malposition was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.